Event description:
It was reported that the patient presented in clinic for a follow up; the chronic right ventricular exhibited high pacing impedance, loss of capture and noise. It was noted that a lead fracture was suspected by a different clinic a year ago. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.